Event description:
It was reported that oversensing on the lead was causing inappropriate mode switching. The settings were reprogrammed and the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.